Event description:
It was reported to boston scientific on 11/28/2006 a product problem associated with an aneurysm embolization procedure of the anterior communicating artery. It was reported that the "endovascular aneurysm therapy performed with placement of microcatheter. Remodeling technique used with a balloon positioned at neck of aneurysm. Several coils were placed correctly. At the end of procedure, attempted to position a coil (device in question), but apparently too difficult to place. So the surgeon retrieved the (device in question) and finally, the (device in question) spontaneously detached to its stainless steel delivery wire and fell on the floor. This is totally abnormal given that fact that they mention they did not try to deliver the (device in question). They used another similar coil to end the procedure correctly. The (device in question) only will be available for investigation (is not decontaminated). All other devices have been discarded." It was reported that the procedure was completed using another device of the same type, there were no patient complications and that the patient condition is ok.

Manufacturer narrative:
To date, the device in question has not been returned to the manufacturer for evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.